Event description:
Discordant dilution results for ca 15-3 were obtained on one patient sample on an immulite 2000 instrument. The customer ran the neat sample two times and performed a 1:3, 1:5, and a 1:10 dilution on the neat sample. The results on the diluted samples did not match the neat result. It is unknown if patient results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant dilution results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to review instrument data. The customer told the fse that his assistance was not required, as they believe the issue was limited to this one sample. The customer did confirm to the fse that they have run this sample previously without issues. The cause of the event is unknown. This instrument is performing according to specifications. No further evaluation of this device is required.